Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported the patient experienced pain, and the implantable cardiac monitor (icm) had reached end of battery life. The icm was explanted. No further patient complications have been reported as a result of this event.